Event description:
The suspected handheld computer was returned to the manufacturer on 10/12/2015. Analysis is underway but it has not been completed to date.

Event description:
An analysis was performed on the returned handheld and the reported allegation was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or a known good main battery with a full charge. The handheld performed according to functional specifications.

Event description:
It was reported that the physician's handheld screen would not respond when starting up the handheld. It was reported that the handheld was powered off and then back on; however, this did not resolve the issue. The screen would freeze again at the software loading screen. Troubleshooting was performed and confirmed that the flashcard and connection cables were fully inserted. The physician was provided a new programming computer. The handheld is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
Event description; corrected data: the previously submitted MDR inadvertently provided an incorrect event description. Type of device, name; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device name. Device return information; corrected data: the previously submitted MDR inadvertently provided the wrong device return information. Report type; corrected data: the previously submitted MDR inadvertently provided the wrong report type. Device evaluation information; corrected data: the previously submitted MDR inadvertently provided the wrong device evaluation information. Event evaluation codes; corrected data: the previously submitted MDR inadvertently provided the wrong evaluation codes.

Event description:
The suspected flashcard/software was not returned to the manufacturer for the analysis.

Manufacturer narrative:
.